Manufacturer narrative:
(Lot number/expiration date).

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient had a composix kugel mesh implanted to repair a hernia defect. (B)(6) 2013 - the patient presented to the hospital with abdominal pain, hernia recurrence and protruding mesh. The patient was found to have recurrence of his hernia, "which protruded in a crumpled fashion of his mesh, causing pain, inflammation, palpable mesh underneath the skin." The patient underwent laparotomy with removal of mesh, enterolysis and laparoscopic ventral hernia repair with mesh placement. Intraoperatively, multiple loops of bowel were reduced from the mesh and the mesh from the anterior abdominal wall. The post operative diagnosis was recurrent incisional hernia repair with symptomatic protruding mesh, abdominal pain and abdominal adhesions. The attorney alleges that as a result of the permanent damage caused by the mesh, the patient has been forced to undergo subsequent surgeries and medical treatment, including but not limited to surgical repair for recurrent hernias and removal of non-bard davol subsequently-implanted hernia mesh products. The attorney further alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernia and underwent open repair with implant of composix kugel mesh. Per operative notes" hernia sac was identified. A medium kugel composix mesh approximately 7 inches in length was then placed. This was tacked to the anterior abdominal wall". (B)(6) 2013 - patient was diagnosed with recurrent incisional ventral hernia with a "symptomatic protruding mesh in a crumbled fashion causing pain" and underwent laparoscopic repair. Per operative notes "multiple loops of bowel reduced from the mesh and the mesh from the anterior abdominal wall. In this fashion, the mesh was removed from the peritoneal cavity. A piece of non-bard/davol was then placed". Attorney alleges patient had adhesions, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries with treatment.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced material deformation, pain, recurrence, inflammation and adhesions. Adhesions, inflammation and recurrence are listed as known adverse reactions in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this is an addendum to the initial emdr to document that the lot number initially provided is incorrect. At this time, a valid lot number for the device reported has not been provided. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Approximately, five months post implant of composix kugel mesh the patient was diagnosed with a hernia recurrence. The surgery indication notes provided state the mesh¿ protruded in a crumbled fashion.¿ there is no indication in the medical records provided to indicate a cause of the patient¿s postoperative cause. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced material deformation, pain, recurrence, inflammation and adhesions. Adhesions, inflammation and recurrence are listed as known adverse reactions in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2013 - the patient presented to the hospital with abdominal pain, hernia recurrence and protruding mesh. The patient was found to have recurrence of his hernia, "which protruded in a crumpled fashion of his mesh, causing pain, inflammation, palpable mesh underneath the skin." The patient underwent laparotomy with removal of mesh, enterolysis and laparoscopic ventral hernia repair with mesh placement. Intraoperatively, multiple loops of bowel were reduced from the mesh and the mesh from the anterior abdominal wall. The post operative diagnosis was recurrent incisional hernia repair with symptomatic protruding mesh, abdominal pain and abdominal adhesions. The attorney alleges that as a result of the permanent damage caused by the mesh, the patient has been forced to undergo subsequent surgeries and medical treatment, including but not limited to surgical repair for recurrent hernias and removal of non-bard davol subsequently-implanted hernia mesh products. The attorney further alleges the patient has suffered and will continue to suffer physical pain.